Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a false low sodium (na) result for one (1) patient sample that was generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous result was reported out of the laboratory. The customer discovered that the ion specific electrode (ise) waste line was overflowing. The na result was originally reported as 139 mmol/l. Upon rerun, the result was 149 mmol/l and was amended. Treatment was not initiated or withheld based upon the result reported. No injury or operator exposure was reported for this event.

Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting, it was discovered that a fibrin clot was clogging the drain causing the ise waste line to overflow. The customer was able to remove the clot and clean the drain to restore functionality of the unit. The customer wore appropriate personal protective equipment (ppe) and was not exposed to any of the possible chemical / biohazard fluid in the drain.